Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was found inside the fluid path within their kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.